Manufacturer narrative:
Insulin pump passed the functional test including prime/ a compromised force sensor system alarm test, displacement test, basic occlusion test, occlusion and excessive no delivery alarm test. Pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during visual inspection.

Event description:
It was reported that the customer had a blood glucose level of 941 mg/dl and was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. Customer's current blood glucose level was 421 mg/dl. Customer had difficulty breathing and nausea. Customer had a bolus from the pump and took manual injections of apidra. Customer stated that the doctor went over the pump and had the educator check out the pump. No troubleshooting was needed as the doctor and the educator stated that the pump needed to be replaced. Customer had prior battery issues with the pump. Customer was hospitalized until 03/26/2015. Customer was wearing the pump at the time of the emergency room visit. Customer was provided IV drips and sugar to treat. No further assistance needed.